Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer experienced qc failures, calibration errors and received questionable ise indirect gen.2 sodium results for two patient samples. Patient 1 initial sodium result was 116 mmol/l and the repeat result was 147 mmol/l. Patient 2 initial sodium result was 116 mmol/l and the repeat result was 138 mmol/l. This patient was a (B)(6) male. The erroneous results were not reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The customer replaced the ise reagents, sodium electrode, pinch valve tubing, and qc bottles. The field service representative found the wash rinse nozzle was dripping due to mineral buildup in the water regulator supplying the nozzle. He decontaminated and flushed the system and ran ise calibration with no issues. Quality control and precision testing was within specifications.